Event description:
A 67 yr old white female g2p2 status post left modified radical mastectomy 1980, a stage d lobular cancer. She underwent 2 staged reconstructions. First a 270 cc silastic on 1/12/81, then replaced with 380 cc silastic on 7/27/81.